Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. While tandem technical support was performing system check, customer declined any further follow up. There was no reported adverse impact. No additional information was provided.